Event description:
It was reported that st segment elevation occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After deployment of the closure device, st segment elevation was noted and the patients blood pressure decreased. The device was then released and successfully implanted. Air was suspected distal to the device due to enhanced echogenicity, but was not confirmed. No interventions were performed. No other complications were reported. Patient was stable at the end of the procedure.